Event description:
There was an equipment-related issue during procedure in that the xper hemodynamic monitoring system would not start and patient had to be moved to another room to complete the procedure. (No injury resulted as a result of delay.) Biomedical engineer (biomed) follow up: unable to connect xper on workstation. Systemwide down in cath lab and or #. Biomed confirmed the problem on the boot up screen indication - xper can not establish database connection and rcp/ip connection. Contacted manufacturer and facility information technology department to get the problem solved. Manufacturer follow up: customer reports when trying to log into the application it does not provide a login screen. Troubleshooting action: log onto datacenter the logs report that a scan test was performed disconnecting the data center service from the sql database. Repair action: tech restarted the service and validated in the logs that the application was communicating correctly. The customer was able to log into the application and proceed with the case = there is no need for further action. Suggestion: please ensure data center services are restarted upon completion of scan test.